Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator was calibrated. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed an iris too large error code. No report of pt or staff injury.